Manufacturer narrative:
Product evaluation: visual inspection: the seat rails were bent inward causing the seat upholstery to sag excessively. The seat rails did not align into the h-blocks. The right and left plastic end caps were damaged. The right clothing guard was scratched due to contact with the right seat rail. Functional observation: the wheelchair was able to fold into the folding position, but had some difficulty due to the right seat rail coming into contact with the right clothing guard. Conclusions: the complaint was confirmed for the wheelchair having bent seat rails causing the seat not to align into the h-blocks.

Event description:
Dealer states the front end of the left seat tube that the cushion attaches to is broken on the end, and the seat will not drop into the proper position.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the front end of the left seat tube that the cushion attaches to is broken on the end, and the seat will not drop into the proper position.